Event description:
Hill-rom received a report from the account stating the head end side rail will not latch. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech went to repair the bed, but the account could not locate in the facility. A search of the hill-rom maintenance record did not show hill-rom performed any preventative maintenance on this bed. No further info is available on the repair of the bed at this time since the account could not locate the bed. The account stated to hill-rom that they would contact us if the bed is located and further assistance is required.